Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the thoracic probe tip was bent. There was no patient involvement.